Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, reset pump with guidance from technical support, did not experience repeat malfunction, was advised to continue using pump, and was instructed to call back if malfunction alarm recurred, which customer acknowledged and understood.